Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on strip lot 378770a meets criteria. The product performed as expected. A review of the manufacturing records for lot #378770a did not uncover any non-conformances. Lot met release specifications. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
The caller alleged a variance between inratio inr results and the lab inr results. The results were as follows: on (B)(6) inratio: 3.9; (B)(6) lab: 1.6. On (B)(6) inratio: 4.9; (B)(6) lab: 1.3. The reported therapeutic range is: 2.0-3.0. The physician had the patient. Hold his coumadin on (B)(6) 2016. On (B)(6) 2016 ,the patient went to the lab for a confirmatory test due to the inratio inr=4.9 on (B)(6) 2016. The lab inr=1.6 so the patient continued his 20mg of coumadin.